Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "usg examination suspected implant rupture". Device status is unknown.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the anterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Physician reporting implant rupture. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Refer to (B)(4): covid-19 quality plan - complaint handling.

Event description:
Physician reporting implant rupture. Device has been explanted and replaced with a non-allergan device. This relates to the right side.